Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, rust was discovered on a connecting screw for insertion of dhs blade. The event occurred when the screw was washed for the first time. It was reported other instruments washed at the same time did not exhibit any rust. This is report is for a connecscr f/insertion dhs blade. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.